Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for three patients, involving unicel dxc 600i synchron access clinical system. The customer also obtained erroneously elevated creatine kinase-mb (ck-mb) results, within and above the normal reference range, for two (2) patients. Subsequent analysis on an alternate methodology recovered lower results, within the normal reference interval, for troponin I and ck-mb. The results from two patients were released from the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The results from the third patient were not released out of the laboratory; there was no patient consequence. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted wash pump and reagent cooler temperature system errors in the event log. The fse observed the wash pump priming and noticed the wash pump valve was not fully moving to position, causing the dispense probes to dispense an incorrect amount of wash buffer. The fse replaced the wash valve cap, rotor, stator, and pump belt. The wash pump was able to prime without system error following parts replacement. The fse replaced the reagent cooler peltier and thermistor to resolve the reagent cooler temperature system error. The fse verified alignments and ultrasonic settings and completed system check and all levels of quality control (qc); all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. The specimens were analyzed through the closed-tube aliquotter (cta). The customer stated quality control (qc) was within the laboratory's established ranges at the time of the event. The customer-supplied calibration curve, performed on (B)(6) 2012, indicates failed calibration. Upon repeat testing, calibration passed. Routine system checks, performed on (B)(6) 2012, passed within system specifications. This medwatch report is related to 2122870-2012-01592.